Event description:
The customer reported that they did not get a brady alarm from the mp5. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.